Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the facility representative that the intraocular lens was dislocated, thus, the reason for the attempted repositioning. The event has been resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged during an attempted repositioning of an iol for an unknown reason. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge with a qualified handpiece and two viscoelastics were indicated; only one is qualified for the lens/cartridge combination used. Delivery system product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).